Event description:
A 3.0 mm diameter x 30 mm length endeavor rx stent delivery system was inserted in a pt for treatment of a proximal/ostial lad lesion. Vessel morphology was reported to be moderately tortuous with moderate calcification and a 95 % stenosis. The lesion was not predilated. It was reported that the stent was successfully deployed; upon attempted deflation of the stent delivery balloon and it was unable to deflate. The physician overinflated the balloon and deflated the balloon again after approx one min deflation. During withdrawal of the delivery system, the physician noticed a dissection from the lad to lma reaching the rcx. The dissection was treated with deployment of a micro driver in the rcx and a driver coronary stent in the lma. The pt was then transferred to emergency CABG. The pt's post CABG procedure status is unk. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results: lack of info, pending device evaluation.